Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected of premature battery depletion. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.